Event description:
It was reported that stimulation was turning off about 3x a day for the past 6-8 months. The patient checked the device before she left home and stimulation was on, by the time she got to her health care provider's (hcp's) office, stimulation was off. This was confirmed with a clinician programmer. A shocking or jolting sensation was also reported. The shocking sensation would go down the patient's right leg when sitting. It was stated that it was "random and had no pattern." No known accident or incident related to the issue was reported. It was noted, the patient had lost a significant amount of weight, over 120 lbs. The ins was reported to be flipping in the pocket. The hcp was planning for a replacement of the stimulator system, but there was no scheduled date. An impedance check found normal impedances. The patient was going to track issue regarding stimulation turning off. Patient status was noted as fair. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v627028, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2011 (B)(6), product type programmer, (B)(4).